Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting pump; malfunction code did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code returned, and caller acknowledged and understood these instructions.